Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient lost stimulation after the lead migrated into the battery pocket. Patient may be pending lead revision.

Event description:
Follow up information identified the patient's lead was replaced with a new one restoring effective stimulation.